Event description:
It was reported that a non-sustained oversensing episode was observed via remote transmission. Review of the episode revealed intermittent capture. Programming changes were recommended.